Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode and chest pain. No additional adverse patient effects were reported. The device remains in service. Additional information was requested; however, no information was able to be obtained.